Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "the thread broke during an implantation due to an ectopic pregnancy procedure. The uterine artery was not disturbed but there was bleeding where the suture broke." Additional patient outcome and medical intervention information has been requested and when the information become available it will be forwarded over.

Manufacturer narrative:
We have not received sample for investigation nor pictures for the investigation. It is identified that to date we do not have units in stock of this product code and batch number. We checked the report history and do not have complaints related with the same batch number and reference. We checked the documents related to this product and no deviations were found. There could have been a problem during the manufacturing process, but without sample it is impossible identify where the problem is. Without closed samples and/or detective samples, an adequate analysis cannot be performed. In addition, the results of the test performed on the knot tension in the samples before releasing the product were 3.02 kgf on average and 2.47kgf at the minimum and met the requirement of ep;2.0 kgf on average and 1.3kgf in the minimum. The batch manufacturing record revision showed, this product had a normal process and the results during the process comply with the usp/ep and b.braun surgical requirements. Without the sample, it is not possible to study whether the affected product meets the specifications or not, or to identify the causes that led to the event. In the revision of the batch history no deviations are identified, so the batch was released without any observation. Taking into account the above andaccording to our internal procedures, this claim is classified as not confirmed.